Event description:
It was reported that the vns patient was seen for a follow up visit due to a recent increase in seizure activity, below pre-vns baseline. When the device was tested, both normal mode and system diagnostic tests revealed high lead impedance, dcdc = 7, eos = no. The device was turned off after the high impedance result was observed. There was no report of trauma and the patient is non-verbal and non-ambulatory. The physician does attribute the increase in seizures to the lack of vns therapy being delivered as a result of the high lead impedance. X-rays have not been taken, and the revision surgery has been cancelled as the patient is being worked up for brain surgery. The device remains implanted, but programmed off.